Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b b1: report type: product problem selected as it was omitted from the initial submission. Section d d4: unique identifier (UDI)# added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record(DHR)reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewedresults: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) inspected results: the returned implant was visually inspected and verified to be a hahn tapered implant ø4.3 x 10 mm using the radiographic template. It was attached to a cover screw. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after 4 months. The implant was removed due to pain and/or numbness, and the pain and/or numbness disappeared after it was removed. The patient had no health issues and no pre-existing conditions. There was no harm to the patient. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after 4 months. The implant was removed because of pain and/or numbness, and the pain and/or numbness disappeared after the implant removal. The patient had bone type ii, and no health issues with the patient were reported. Also, the patient had no pre-existing conditions.